Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. The insulin pump went blank a week ago, she changed the battery and anomaly persisted. Then it would turn on, alarm low battery, and went blank. The device had alarmed failed battery test, counting numbers, on the last battery, issue occurred for two hours. Customer's blood glucose was 6.0 mmol/l. Troubleshooting was performed for blank display and the device did return but it took an extended period of time for it to start. Troubleshooting was performed for the alarms and no anomaly was found. Customer was advised to monitor the device and a battery cap will be sent to rule out any issues with it. Customer was advised if issues continue to discontinue use of the device and revert to back up plan. Customer is not returning the device for analysis.